Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("physical pain/pain") and genital haemorrhage ("irregular bleeding") in a (B)(6) female patient who had essure (batch no. 893028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, polycystic ovarian syndrome, gravida and parity 2. Previously administered products included for an unreported indication: ocp and depo provera. Concurrent conditions included device allergy, heavy periods (very irregular occurring every 45-60 days, they are 10-12 days in duration) and overweight. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower ("severe and persistent abdominal pain especially in my lower abdomen") and nausea ("nausea"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), weight increased ("weight gain"), migraine ("migraines"), headache ("headaches") and adenomyosis ("adenomyosis"). On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pain, vaginal haemorrhage, menorrhagia, weight increased, headache and adenomyosis outcome was unknown and the genital haemorrhage, abdominal pain lower, dysmenorrhoea, alopecia, migraine and nausea had resolved. The reporter considered abdominal pain lower, adenomyosis, alopecia, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: right fallopian tube was open and left was occl; on (B)(6) 2014: fallopian tubes were blocked successfully; pregnancy test urine - on an unknown date: result was negative. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. New reporters added. Patient's demographic information and relevant history added. Essure insertion date was updated to (B)(6) 2012. Essure removal date ((B)(6) 2014) added. Lot number (893028) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), severe and persistent abdominal pain especially in my lower abdomen, dysmenorrhea (cramping), hair loss, irregular bleeding, weight gain, migraines, headaches, nausea and adenomyosis added incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("physical pain/pain/ severe and persistent abdominal pain") and genital haemorrhage ("hormonal changes describe:irregular bleeding/ abnormal bleeding") in a 26-year-old female patient who had essure (batch no. 893028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, polycystic ovarian syndrome, gravida ii and parity 2. Previously administered products included for an unreported indication: ocp and depo provera. Concurrent conditions included device allergy, heavy periods (very irregular occurring every 45-60days, they are 10-12 days in duration), overweight, shingles, pyelonephritis, menses irregular, low back pain, polycystic ovary and scoliosis. Concomitant products included macrogol 3350 (miralax) since 2007. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe and persistent abdominal pain especially in my lower abdomen") and nausea ("nausea"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hormonal changes describe:hair loss") and migraine ("migraines\headaches") and was found to have weight increased ("hormonal changes describe:weight gain / loss (specify which one))"), 1 month 14 days after insertion of essure. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and adenomyosis ("reproductive system disorder or condition type of disorder or condition adenomyosis"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pelvic pain"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, nausea and pelvic pain had resolved, the abdominal pain lower, vaginal haemorrhage, menorrhagia, alopecia and migraine was resolving and the weight increased and adenomyosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: I also experienced nausea and weight gain during pregnancy, but these symptoms were significantly worse due to essure while I was not pregnant. The number of expanded coils that appeared trailing into the uterine cavity was 3. The number of expanded coils that appeared trailing into the uterine cavity was 2. Plaintiff had a concern that essure pieces may have been left behind. Physician adviced x-ray but plaintiff declined. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: right fallopian tube was open and left occluded; on (B)(6) 2014: results: fallopian tubes were blocked successfully; on (B)(6) 2014: both fallopian tubes were occluded.; on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2014: unilateral occlusion (left tube occluded). Pregnancy test urine - on an unknown date: results: result was negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, vaginal haemorrhage, dysmenorrhea, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Events added from pfs- pelvic pain. Outcome of event abdominal pain, genital haemorrhage were updated. Concomitant drug, lab data, reporter information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("physical pain/pain/ severe and persistent abdominal pain") and genital haemorrhage ("irregular bleeding/ abnormal bleeding") in a 26-year-old female patient who had essure (batch no. 893028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, polycystic ovarian syndrome, gravida ii and parity 2. Previously administered products included for an unreported indication: ocp and depo provera. Concurrent conditions included device allergy, heavy periods (very irregular occurring every 45-60days, they are 10-12 days in duration) and overweight. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower ("severe and persistent abdominal pain especially in my lower abdomen") and nausea ("nausea"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), weight increased ("weight gain"), migraine ("migraines"), headache ("headaches") and adenomyosis ("adenomyosis"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, alopecia and migraine was resolving, the dysmenorrhoea and nausea had resolved and the weight increased, headache and adenomyosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: I also experienced nausea and weight gain during pregnancy, but these symptoms were significantly worse due to essure while I was not pregnant. The number of expanded coils that appeared trailing into the uterine cavity was 3. The number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: right fallopian tube was open and left occluded; on (B)(6) 2014: fallopian tubes were blocked successfully. Pregnancy test urine - on an unknown date: result was negative . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-oct-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("physical pain/pain/ severe and persistent abdominal pain") and genital haemorrhage ("irregular bleeding/ abnormal bleeding") in a 26-year-old female patient who had essure (batch no. 893028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, polycystic ovarian syndrome, gravida ii and parity 2. Previously administered products included for an unreported indication: ocp and depo provera. Concurrent conditions included device allergy, heavy periods (very irregular occurring every 45-60days, they are 10-12 days in duration) and overweight. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower ("severe and persistent abdominal pain especially in my lower abdomen") and nausea ("nausea"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), weight increased ("weight gain"), migraine ("migraines"), headache ("headaches") and adenomyosis ("adenomyosis"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, alopecia and migraine was resolving, the dysmenorrhoea and nausea had resolved and the weight increased, headache and adenomyosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: I also experienced nausea and weight gain during pregnancy, but these symptoms were significantly worse due to essure while I was not pregnant. The number of expanded coils that appeared trailing into the uterine cavity was 3. The number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: right fallopian tube was open and left occluded; on (B)(6) 2014: fallopian tubes were blocked successfully pregnancy test urine - on an unknown date: result was negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: quality safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("physical pain/pain/ severe and persistent abdominal pain") and genital haemorrhage ("irregular bleeding/ abnormal bleeding") in a 26-year-old female patient who had essure (batch no. 893028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, polycystic ovarian syndrome, gravida ii and parity 2. Previously administered products included for an unreported indication: ocp and depo provera. Concurrent conditions included device allergy, heavy periods (very irregular occurring every 45-60days, they are 10-12 days in duration) and overweight. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower ("severe and persistent abdominal pain especially in my lower abdomen") and nausea ("nausea"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), weight increased ("weight gain"), migraine ("migraines"), headache ("headaches") and adenomyosis ("adenomyosis"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, alopecia and migraine was resolving, the dysmenorrhoea and nausea had resolved and the weight increased, headache and adenomyosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: I also experienced nausea and weight gain during pregnancy, but these symptoms were significantly worse due to essure while I was not pregnant. The number of expanded coils that appeared trailing into the uterine cavity was 3. The number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: right fallopian tube was open and left occluded; on (B)(6) 2014: fallopian tubes were blocked successfully pregnancy test urine - on an unknown date: result was negative quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('physical pain/pain/ severe and persistent abdominal pain'), device dislocation ('they could not see the coil') and genital haemorrhage ('hormonal changes describe:irregular bleeding/ abnormal bleeding') in a 26-year-old female patient who had essure (batch no. 893028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, polycystic ovarian syndrome, gravida ii and parity 2. Previously administered products included for an unreported indication: ocp and depo provera. Concurrent conditions included device allergy, heavy periods (very irregular occurring every 45-60days, they are 10-12 days in duration), overweight, shingles, pyelonephritis, menses irregular, low back pain, polycystic ovary and scoliosis. Concomitant products included macrogol 3350 (miralax) since 2007. On (B)(6)2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe and persistent abdominal pain especially in my lower abdomen") and nausea ("nausea"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hormonal changes describe:hair loss") and migraine ("migraines\headaches") and was found to have weight increased ("hormonal changes describe:weight gain / loss (specify which one))"), 1 month 14 days after insertion of essure. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and adenomyosis ("reproductive system disorder or condition type of disorder or condition adenomyosis"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pelvic pain"), abdominal distension ("bloating"), headache ("headache"), feeling abnormal ("brain fog"), nervousness ("nervous"), fear ("scared"), anxiety ("anxious") and depressed mood ("sad"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, nausea and pelvic pain had resolved, the device dislocation, weight increased, adenomyosis, abdominal distension, headache, feeling abnormal, nervousness, fear, anxiety and depressed mood outcome was unknown and the abdominal pain lower, vaginal haemorrhage, menorrhagia, alopecia and migraine was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, depressed mood, device dislocation, dysmenorrhoea, fear, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, nausea, nervousness, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: I also experienced nausea and weight gain during pregnancy, but these symptoms were significantly worse due to essure while I was not pregnant. The number of expanded coils that appeared trailing into the uterine cavity was 3. The number of expanded coils that appeared trailing into the uterine cavity was 2. Plaintiff had a concern that essure pieces may have been left behind. Physician adviced x-ray but plaintiff declined. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: right fallopian tube was open and left occluded; on (B)(6) 2014: results: fallopian tubes were blocked successfully; on (B)(6) 2014: both fallopian tubes were occluded.; on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2014: unilateral occlusion (left tube occluded). Pregnancy test urine - on an unknown date: results: result was negative. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: significant amendment (coding correction) was done. Events pregnancy and device ineffective were deleted. Matchpoint of event brain fog was corrected. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('physical pain/pain/ severe and persistent abdominal pain'), genital haemorrhage ('hormonal changes describe:irregular bleeding/ abnormal bleeding') and device dislocation ('they could not see the coil') in a 26-year-old female patient who had essure (batch no. 893028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right side was open" and device ineffective "pregnancy" (seriousness criterion medically significant). The patient's medical history included anemia, polycystic ovarian syndrome, gravida ii and parity 2. Previously administered products included for an unreported indication: ocp and depo provera. Concurrent conditions included device allergy, heavy periods (very irregular occurring every 45-60days, they are 10-12 days in duration), overweight, shingles, pyelonephritis, menses irregular, low back pain, polycystic ovary and scoliosis. Concomitant products included macrogol 3350 (miralax) since 2007. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe and persistent abdominal pain especially in my lower abdomen") and nausea ("nausea"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hormonal changes describe:hair loss") and migraine ("migraines\headaches") and was found to have weight increased ("hormonal changes describe:weight gain / loss (specify which one))"), 1 month 14 days after insertion of essure. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and adenomyosis ("reproductive system disorder or condition type of disorder or condition adenomyosis"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pelvic pain"), abdominal distension ("bloating"), headache ("headache"), feeling abnormal ("brain fog"), nervousness ("nervous"), fear ("scared"), anxiety ("anxious"), depressed mood ("sad") and device dislocation (seriousness criterion medically significant). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, nausea and pelvic pain had resolved, the abdominal pain lower, vaginal haemorrhage, menorrhagia, alopecia and migraine was resolving and the weight increased, adenomyosis, abdominal distension, headache, feeling abnormal, nervousness, fear, anxiety, depressed mood and device dislocation outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, depressed mood, device dislocation, dysmenorrhoea, fear, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, nausea, nervousness, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: I also experienced nausea and weight gain during pregnancy, but these symptoms were significantly worse due to essure while I was not pregnant. The number of expanded coils that appeared trailing into the uterine cavity was 3. The number of expanded coils that appeared trailing into the uterine cavity was 2. Plaintiff had a concern that essure pieces may have been left behind. Physician advised x-ray but plaintiff declined. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram on (B)(6) 2012: results: right fallopian tube was open and left occluded; on (B)(6) 2014: results: fallopian tubes were blocked successfully; on (B)(6) 2014: both fallopian tubes were occluded.; on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2014: unilateral occlusion (left tube occluded). Pregnancy test urine - on an unknown date: results: result was negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, vaginal haemorrhage, dysmenorrhea, headache, device dislocation ,pregnancy and device ineffective quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. Reporter information added. Event: bloating , headache , brain fog, nervous, scared , sad and anxious were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.